Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A f/u report will be submitted when the eval is completed.

Event description:
Treatment of a ruptured acom aneurysm. The physician used the guidewire 2-3 times during the procedure. It was reported that the physician had put the guidewire in the tray and found particles in the tray of heparin/saline solution. No pt injury reported. However, the pt expired a week later due to re-ruptured aneurysm.